Event description:
Reporter indicated a vns therapy pt is not feeling stimulation and has had a seizure increase, which has cause the pt to be in and out of ER. The pt's device settings were set to a duty cycle that was over 50%. A battery life calculation revealed the generator was 0.28 years until the elective replacement indicator read "yes". The pt's generator output current was increased, and the pt still could not perceive stimulation. Good faith attempts to obtain additional info have been unsuccessful to date.